Event description:
It was initially reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the device got stuck in the scope while inserting it into the patient. The device could not be pushed through the scope and was also very difficult to remove. The device was eventually pulled out of the scope without removing the scope from the patient, and the procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps device. Reportedly no damage was noted and the device had been inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; jaw broken.

Manufacturer narrative:
Patient age is unknown; however, reported to have been born in (B)(6). A visual examination of the returned device found that a jaw had broken off and the coil was elongated. The fractured part was sent for material analysis, and it was determined that the fracture occurred due to a bending action. No material anomalies were noted. Functionally, the returned unit was not tested due to the sample return condition. Furthermore, the device riveting and welding was examined and found to be within manufacturing specifications. The condition of the returned incident device was consistent with the reported event that the device became stuck in the scope. However, the evaluation also found that one of the jaws was broken off. Based on the material analysis, the jaw fractured due to a bending action. The directions for use (dfu) document cautions that the "application of excessive force to the forceps may damage the device." The break likely occurred due to anatomical/procedural factors which led to the application of excessive force on the jaw. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).